Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 1.17 was jammed and required maintenance. A field service engineer opened the back panel and used the red latch to unlock the mini tray. Successfully pulled the drawer open and found an excess of medications stored inside. The customer removed the excess medication. Secured the red latch on the back panel, after which the customer was able to recover the mini tray in the application and test multiple inventories with successful results. The customer also recovered the pocket and tested multiple inventories, all with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 1.17 jammed, required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.